Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The device evaluation showed that the bristle plate was loose but was not detached. A loose bristle plate does not have the potential to cause a serious injury. Additional information:lot code (handle): dd0076f1.lot code (head): dd0075a1.additional information for section h.4:the handle was manufactured on march 17, 2010.the head was manufactured on march 16, 2010.(B)(4).

Manufacturer narrative:
.